Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started on the ilet experienced sustained hyperglycemia with a highest recorded blood glucose of 325 mg/dl for over five hours after using an inset infusion set, with noted moisture at the abdominal site suggesting infusion set leakage or cannula issue; the user used backup therapy and received troubleshooting and education. Symptoms included headache. Outcomes included temporary limitation in activities of daily living due to elevated glucose. Investigation included user interview, review of use steps, and assessment of infusion supplies. Investigation of this case revealed suspected infusion set failure consistent with site leakage and ineffective insulin delivery. It was concluded that the event was due to hyperglycemia with an unclear root cause, likely related to infusion set/cannula performance rather than device software or algorithm malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.